Manufacturer narrative:
Device used for off label indication. The indication the device was used for was tourette¿s syndrome.

Event description:
The healthcare professional (hcp) reported the patient experienced a "more pronounced twitches and an increase in behavioral and anxiety disorders on (B)(6) 2013." It was noted the patient was part of a study of the treatment of tourette's syndrome through high-frequency bilateral stimulation of the anterior part of the globus pallidus internus (gpi) and was a member of the "stimulation on" group.